Event description:
There were no reports of an injury or death. The customer described a lock up situation.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system boards were evaluated and reseated. The system was tested and found to be working as intended and returned to service.